Manufacturer narrative:
Date of event is an unknown date subsequent to (B)(6) 2018. 510k: this report is for an unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the patient underwent removal of a dorsolateral plate and screws to do debridement on the wound. On (B)(6) 2018, patient was originally implanted with 2.7mm/3.5mm variable angle (va) locking compression plate (lcp) distal humerus dorsolateral plate (4 holes, right side), 2.7mm/3.5mm va-lcp distal humerus medial plate (4 holes, right side), seven (7) 2.7mm va locking screws, 3.5mm cortical screw, 3.5mm locking screws and 4.0mm cancellous screws with washer. The va elbow plates were not bent before the application of the plates and the screws were securely locked with torque limiter. Patient status and procedure outcome were unknown. This report is for unknown locking screws. This is report 3 of 4 for (B)(4). This product complaint captures the removal of implanted hardware to do debridement of the wound. Related complaint (B)(4) captures the post-op event where implanted 2.7mm va locking screws backed out, while related complaint (B)(4) captures the post-op event where an implanted va elbow medial plate was broken.

Event description:
It was reported that patient underwent a total of four (4) surgeries: one (1) initial implant procedure and three (3) revisions. For this event, patient underwent removal of the entire dorsolateral plate, five (5) locking screws, and one (1) cortex screw for the purpose of debridement of the wound on an unknown date. It is unknown what devices were used to revise the patient for the plate and screws removed due to wound debridement. Previous revisions are addressed in (B)(4). This report is for five (5) unknown locking screws this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: besides some use related wear on the locking threads all received and investigated locking screws are intact, nothing is broken off or bent. The locking screws in question were returned without specific allegations. The visual inspection did not identify any unexpected damage, which could have caused a malfunction of the screws and the complaint therefore is unconfirmed for the locking screws. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.